Event description:
On 18 november 2022, a customer reported to leica biosystems that on (B)(6) 2022 they experienced suboptimal tissue processing on their leica asp6025, tissue processor. As a result, about 5 cases with multiple tissue (gi biopsies and needle core biopsies) were not able to be diagnosed.

Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user did not change the reagents frequently as required, and the density for bottle s6 (alcohol) was reading only 82%, which is too low and explains the underprocessed tissues. Recommendation from the applications specialist was to reset all the station values manually for everything reagent, which has been changed out so that all of dates are updated and cassettes counts/cycles are cleared, to run a dummy test run without tissues and a cleaning cycle to trigger new density meter readings. The instrument logs were analyzed from the service customer and engineering manager, and no instrument error was detected during the processing steps. After the cleaning run was completed, the user reset bottle s6 to 'full', but according to the concentration measurement after the next processing run, it has been found, that the reagent filled into s6 has a concentration of only 82%, same concentration as the alcohol previously. Therefore, we assume, what they topped into s6 is the reagent . Due to this customer action, 82% alcohol was used in the last step in the processing run and lead to the underprocessed tissues. Further recommendation from the service customer and engineering manager was a re-training of the customer regarding application practices, but the customer informed us, that they no longer have the instrument and therefore no further information or additional instrument logs will be provided.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.